Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿possibly stent in the air/water channel¿ was not confirmed. However, there was restriction noted in the brush passage of the scope. There was a leak noted between the control body and cover of the scope. The bending section rubber glue was found cracked on the scope¿s insertion tube. The insertion tube also was note to have heavy buckles. A cut was noted on switch #1. The investigation is ongoing and the cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during an unspecified procedure, it was believed that a stent was stuck in the air/water nozzle. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if it were to recur.